Event description:
It was reported that the atrial lead, right ventricular (rv) lead, and the implantable cardioverter defibrillator (ICD) were removed/extracted due to a systemic bacteremia infection. It was noted that it was not believed to have originated in the generator pocket. The patient received antibiotic treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.